Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), during deployment of a 26mm sapien 3 valve, the delivery system balloon could only be approximately 50 percent inflated and fluid was noted to be leaking near the y-connector. The atrion syringe was filled with additional volume of contrast mix to complete valve deployment. However, during deployment, fluid was noted to be leaking from the colored wrap in front of the y connector. After the second inflation the valve looked sufficiently expanded and no paravalvular leak was noted on angio.

Manufacturer narrative:
The delivery system was not returned to edwards for evaluation. Visual, dimensional and functional analyses could not be performed. A review of DHR, complaint history analysis, and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance of the device was the source of the complaint. Due to the device and/or applicable photographs (relevant to the reported event) not being returned for evaluation, the complaint for leakage was unable to be confirmed. It is possible that the balloon shaft was bent, kinked, or pulled during the procedure to cause or propagate the observed damage. However, it is also possible that something occurred in the manufacturing process which may have also contributed to the break in the shaft. A CAPA was previously initiated to investigate leakage on the commander delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warning, contraindications, and the directions/conditions for the successful use of the device.